Manufacturer narrative:
A steris endoscopy clinical representative offered in-service training to user facility personnel on the proper use and handling of the arc smart probe however, the user facility has declined this offer. No additional issues have been reported.

Manufacturer narrative:
Steris endoscopy has made several attempts to obtain additional information regarding the reported event. The device was not returned to steris endoscopy for evaluation. A 3-year complaint review indicates this to be an isolated event. A steris endoscopy clinical representative has offered in-service training to user facility personnel on the proper use and handling of the arc smart probe and we are awaiting a response from the customer. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch report #(B)(4) that during a patient procedure their arc smart probe did not provide adequate cautery and expelled blue fragments into the patient. The arc smart probe was replaced with a different probe and the procedure was completed successfully. No report of patient harm.